Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump had critical pump error and had motion sensor test failure. Customer's blood glucose value was 140mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will be returned device for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assy. The motor and battery tube assemblies found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error and pump error due to blank display.